Event description:
It was reported that ventricular undersensing after pvcs was observed. The undersensing led to a vf diagnosis by the device, but no therapy was delivered. It was determined to be normal device behavior.

Manufacturer narrative:
(B)(6).